Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 602 mg/dl. The customer stated that he was at a party and was treating his blood glucose levels with the insulin pump, but they were not coming down. The customer was told by the hospital staff that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.